Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an approximate 5cm in diameter abdominal aortic aneurysm. An endurant ii aortic cuff stent graft system was implanted proximal to the aneurx stent graft. It was reported that the patient presented emergently with a contained aneurysm rupture. The endurant aortic cuff and aneurx stent grafts had separated causing a type iii separation endoleak due to the severe angulation and short overlap between devices. The physician performed a secondary intervention and implanted an endurant aui resolving the event. The physician stated that the cause of the endoleak was most likely due to the patient's highly angulated aortic neck. No additional clinical sequelae were reported and the patient is fine.